Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported the device failed to withdraw smoothly. Therefore, the physician snipped the flex-guide sheath of the device to complete the procedure. It should be noted that the starclose instructions for use (IFU) states, ¿note: if resistance is met upon removal of the device, follow the steps below to remove the device: locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible ¿click¿ should be heard. Check that the number ¿3¿ exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number ¿2¿ on the plunger exits the number window completely. Place the left hand on the puncture site in the palm- down position with the clip delivery tube extending up between the index and middle fingers. Provide counter-traction with the left hand on the patient¿s body, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage. The IFU violation likely contributed to the post procedure patient effects and treatments. Based on the reported information, user error is the likely cause for the reported separation, and entrapment, pain, hematoma, and treatments. As reported, the physician cut the sheath as a bailout from the entrapment condition, and it appears left the cut piece of the device inside the patient. It is unknown if the physician attempted the process of removal per the IFU prior to cutting the flex guide/sheath. The patient effects of pain and hematoma are listed in the electronic starclose IFU as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: device code 2017 - incorrect removal. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2020 an arteriotomy closure of the right common femoral artery (rcfa) was done with a starclose se device after a neuro-intervention procedure using a 6f sheath. Reportedly, the device failed to withdraw smoothly. Therefore, the physician snipped the flex-guide sheath of the device to complete the procedure. Starting in (B)(6) 2023, the patient felt intermittent groin pain when walking, which could be relieved by rest. On (B)(6) 2023, a physical examination showed a cord-like hard object about 2 cm in length as well as a hematoma in the rcfa. On (B)(6) 2023, the patient was hospitalized, manual compression was used to treat the hematoma, and the object was removed via surgery. It was determined that the object was a 9.8 cm piece of the starclose flex guide that separated during the initial procedure on (B)(6) 2020. There was a reported clinically significant delay in the procedure or therapy due to the patient suffering from intermittent claudication and groin pain for nearly 3 months. No additional information was provided.